Event description:
A ventilator was returned to a third party service center with an allegation the display was blank. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an issue related to the inverter board was found. The device's inverter board was replaced to address the issue.